Manufacturer narrative:
The pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer observed air bubbles in the patient lines. The customer's blood glucose was 324-325 mg/dl. Reportedly, the customer did no practice the proper air removal technique. The customer continued to use the existing cartridge for insulin therapy.